Event description:
It was reported that during the vats procedure, the devices were fired on lung tissue and the devices could only partially fire. It was on thick lung tissues. The reverse button had to be used to complete the procedure. Several 60 reloads were successfully fired, but others had to be reversed. The were no patient consequences.

Manufacturer narrative:
(B)(4). Batch#: 659a76. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.